Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's boyfriend reported via phone call that the insulin pump alarmed button error. Blood glucose value is unknown. Customer did not recall any significant events leading to the alarm. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No cracks or damage found at the belt clip slot, no belt clip anomaly was noted. The device had no button response due to corroded keypad traced. No button error alarms noted during testing. The device had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, and missing end cap sticker.